Event description:
Device started smoking at the start of the surgical procedure. The device was not used and replaced with another.

Manufacturer narrative:
This MDR was identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.